Manufacturer narrative:
A1: patient identifier: requested, not provided due to data privacy a2: age & date of birth: requested, not provided due to data privacy a3a: sex: requested, not provided due to data privacy a4: weight: requested, not provided due to data privacy a5: ethnicity: requested, not provided due to data privacy a6: race: requested, not provided due to data privacy d6a: implanted date: device was not implanted d6b: explanted date: device was not explanted e1: telephone number: requested, unknown the actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo received the following information: it was reported that once the angio-seal introducer had been positioned, the angio-seal was advanced however did not engage. Upon withdrawal, neither the thread nor the green tamper tube was visible. The angio-seal came out of the vessel in one piece without the anchor being released. The vessel was manually compressed. There was no harm to the patient.